Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, a total of 2 devices were returned to the manufacturer for evaluation and repair (detailed as follows): both samples were analyzed together with similar results. Analysis found sample 1 [s1] showed 1-1/4¿ of the distal end of the inner assembly became detached due to breakage of the spiral wrap. Sample 2 [s2] distal tip was pulled out of its support area indicating a stretched spiral wrap. Both samples had gouging on the inner shaft just behind the head in the support area and corresponding damage to the outer tube which indicates excess pressure. Note: [excess: exceeded sufficient pressure required for operation]. Result: stress problem. (B)(4)

Event description:
It was reported that the shaft of 2 frontal finesse hi-speed burs were stretched and the spiral wraps unraveled intraoperatively. However analysis found a break in the spiral wrap of one of those burs. It was confirmed that no fragments were generated or had to be retrieved and there was also no report of patient impact or injury as a result of this event.